Event description:
Healthcare professional reports via (B)(4) a case of lymphoma and seroma. The report states, "bilateral subglandular textured silicone breast implants implanted 15 years ago, with recent development of 700 cc of opaque peri-implant seroma and capsular thickening inf left breast, status post bilateral implant explantation and bilateral capsulectomy with diagnosis of left breast implant associated alcl. On the left breast capsulectomy pathological specimen and left breast seroma fluid positive for alcl cells following repeat bilateral capsulectomy. Diagnosis of bilateral breast augmentation/cosmesis." There is no device information provided, nor contact information for the health professional to obtain further information at this time.

Manufacturer narrative:
Device labeling addresses the event of seroma as: for primary augmentation patients, seroma rate = 1.6%.primary reconstruction patients = 1.0% (other complications). Swelling = 7.1% (allergen core study). "After breast implant surgery the following may occur and/or persist, with varying intensity and/or for a varying length of time: hematoma/seroma..." (Allergen silicone labeling). Device labeling reviewed: there were no reported events of lymphoma/alcl for patients in the core study in the labeling for silicone implants.